Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) experienced a reset and went to safety mode. The patient was determined to be non pacing dependent. Device replacement was scheduled. Subsequently, a revision procedure was performed. The crt-p has been explanted at this time and a new device implanted at the same surgical intervention. The explanted device has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was confirmed that brady therapy remained available. Interrogation of the device confirmed it was operating in safety mode due to system resets. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) experienced a reset and went to safety mode. The patient was determined to be non pacing dependent. Device replacement was scheduled. Subsequently, a revision procedure was performed. The crt-p has been explanted at this time and a new device implanted at the same surgical intervention. The explanted device has been returned for analysis. No additional adverse patient effects were reported.